Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set blockage at the site event on (B)(6) 2024. The infusion set was not in use for more than 48 hours. The patient resolved the event by changing supplies as necessary and resumed insulin successfully. No further information available.